Manufacturer narrative:
Product ID: 3998, lot# v015166, implanted: (B)(6) 2007, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient. Patient stated that the circumstances that led to broken wires was they had a bad fall where they had 35 fractures, broke their pelvis, sacrum, l4, l5, t7 and t9. That probably broke them. When patient finally was able to walk again and use their implant, it was not working. Patient met with a manufacturer representative at doctor's office, who changed the program around the broken wires. The issue was resolved and the implant works good again with the broken wires. Patient was hoping it will last for a while. Patient provided their weight information. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID: 3998, lot#: v015166, implanted: (B)(6) 2007, product type: lead. Other relevant device(s) are: product ID: 3998, serial/lot #: (B)(4), ubd: 17-nov-2010, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their neurostimulator (ins) that was implanted for non-malignant pain. It was reported that ins is implanted for her right leg down into right foot. Patient mentioned she had broken her back at the beginning of (B)(6) 2018, resulting in surgery on (B)(6); patient did not indicate injury related to device/therapy. Since the injury, patient now has pain in left leg. Ins has always been programmed to allow stim in left leg as well as right leg, so patient turned stim up in left leg, but stim does not go all the way down to her foot. Patient requesting assistance in meeting with a manufacturer representative to program ins to go all the way down left leg into her foot. Patient was between hcp's at the time of the call and was in a care facility until (B)(6) 2019. Patient had an appointment coming up on the (B)(6). Later, a rep reported that they will reach out to the patient. Additional information was received from the patient. The patient reported that the cause of the pain in the left leg/stimulation not going all the way to the foot was that they fell down off a ladder and broke their sacrum/l4, l5, t7 and t9 and she never needed much stimulation down the left leg before, it was mostly her right leg and now she needed it down both legs. The patient reported that she wasn¿t getting stimulation down the left leg and she found out some of her wires got broken too, so she was reprogrammed around the broken wires and now she got stimulation down both legs. The patient reported that the issue was resolved and she just hoped the battery would last a while longer. No further complications were reported.